Event description:
Healthcare professional (hcp) reports fluid noted to leak out end of transfer set when the minicap was removed and the clamp was in the closed position. Noted during use. The transfer set was in the closed position. Noted during use. The transfer set was used for 3.5 weeks. The pt rec'd a transfer set change and was treated prophylactically with ancef 1 gm. Intraperitoneally. No pt injury reported.